Event description:
It was reported that the customer was hospitalized due to high blood glucose levels greater than 250 mg/dl. The caller stated that the customer had been getting no delivery alarms prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer to change the entire infusion set after getting a no delivery alarm. The customer stated that she would feel more comfortable having her insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.